Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Motor had moisture damage . Unable to verify for motor error, a21 alarm, unexpected restart or test for keypad anomaly due to blank display. Pump had a cracked on reservoir tube near reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was performed. The device was returned for analysis.